Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported due to the patient losing weight, the adapter appears to be sitting on the patient's spine causing her discomfort. The patient may undergo surgical intervention to address the reported issue. Additionally, the sjm representative reported if the revision is performed, the physician will electively explant and replace the patient's ipg as well.